Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was not provided for evaluation. Loss of connection was not confirmed. The root cause could not be determined. No additional event information is available.

Manufacturer narrative:
(B)(4). Correction "data was not provided for evaluation. Loss of connection was not confirmed. The root cause could not be determined."

Event description:
Data was received for evaluation. However, the data cannot be further investigated. Confirmation of the allegation and a root cause could not be determined.